Manufacturer narrative:
2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this. For 1 pending device, initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this.

Event description:
This report summarizes 69 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 64 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 69 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There was no patient involvement.

Event description:
This report summarizes 70 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There was no patient involvement.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 3 devices are still pending evaluation.